Manufacturer narrative:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was reported that during an ablation procedure when the physician went transseptal, upon pulling back the introducer, they received a backflow of blood through the valve. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the procedure continued. There was no damage observed. It was the hemostatic valve that appeared to have stopped working. The issue occurred while the sheath was being used on the patient, but no air entered the patient¿s body. No patient consequences. No treatment required. Approximate volume of blood that was lost was a few milliliters. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 60000044 identified no internal actions related to the reported complaint condition. Still no device has been received for analysis. As such, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additionally, the manufactured has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath: medium and a hemostatic valve leak occurred. It was reported that during an ablation procedure when the physician went transseptal, upon pulling back the introducer, they received a backflow of blood through the valve. The carto vizigo¿ 8.5f bi-directional guiding sheath: medium was replaced, and the procedure continued. There was no damage observed. It was the hemostatic valve that appeared to have stopped working. The issue occurred while the sheath was being used on the patient, but no air entered the patient¿s body. No patient consequences. No treatment required. Approximate volume of blood that was lost was a few milliliters.